Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during routine follow up, device reverted to bvvi. The patient was feeling palpitations when receiving the cybersecurity upgrade. The clinician tuned off the programmer and the device stayed in bvvi. The device was restored to normal function via etp. The symptoms were resolved and the patient will be followed normally.